Event description:
The customer reported that they noticed a burning smell and a popping sound coming from the unicel dxc 800 pro synchron system. There was no report of visible smoke, sparks or flame, no exposure and no injury occurred due to this event. No erroneous results were generated due to this event. The fire department was not called.

Manufacturer narrative:
The beckman coulter service engineer was dispatched and evaluated the device. The service engineer replaced the short circuited isolatran (line conditioner) to resolve the issue. (B)(4). Initial reporter telephone number: (B)(6).